Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) glucose data intermittently did not display on the ilet while readings remained available on the dexcom and ilet mobile applications, and the sensor log showed a sensor reconnecting alert followed by automatic reconnection. No adverse clinical symptoms reported. Outcomes included no change to therapy, no medical intervention, and no hospitalization. User support included customer support troubleshooting and user education regarding expected behavior after a sensor reconnecting alert and the potential for a reconnection window. Investigation of this case revealed a transient communication interruption between the cgm transmitter and the ilet that resolved without device replacement, consistent with known signal loss to the pump only. It was concluded, based on previously established findings for similar reports, that the cause was temporary loss of wireless connectivity.